Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No loss of conductor wire insulation was observed. No functional test for energy activation was performed due to the wire breakage. Additionally, the instrument was found with thermal damage at the yaw pulley, exposing the grip electrode. Black char marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a cable tore in the maryland bipolar forceps. The instrument still had 3 lives remaining. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site to obtain additional information; however, the customer could not provide any additional information.